Event description:
It was reported by a nurse that a vns pt had vocal cord paralysis (i.e. Paresis) after a full revision surgery. The neurosurgeon noticed hoarseness of voice during stimulation and felt that the hoarseness of the pt's voice is either due to placement of the vagal nerve electrodes or manipulation of the nerve at time of surgery. Pt had an appt with ent specialist and he underwent a bronchoscopy procedure. During the procedure, it was found that pt had paresis of the left vocal cord. The surgeon noted that the voice hoarseness developed 3 days after the surgery which was (B)(6) 2011. Based on these findings, the neurosurgeon decided to turn the vns generator off. The settings were changed to normal mode 0/20/250/7/60 and magnet output 1.25/250/60. The surgeon attributed the paresis to vns stimulation since it occurred 3 days after surgery. The surgeon believes that pt's paresis will get better over time with voice exercises and/or surgical techniques.